Event description:
The patient received a vibratory device alert and presented in the emergency room. The device was interrogated and several charge timeouts were noted. Device replacement is anticipated. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.